Event description:
It was reported this balloon ruptured at 20 atmospheres following the third inflation, during an arteriovenous fistula graft dilatation procedure. Resistance was encountered removing the balloon catheter through the introducer sheath. Continued exertion against resistance resulted in a segment of the balloon material that included the distal radiopaque marker, detaching from the catheter shaft into the pt. An attempt to retrieve the detached balloon segment was unsuccessful. A few hours post procedure it was noted the balloon material had migrated to the lung. No retrieval was attempted. The pt's condition is good and has since been discharged. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. F/u revealed this balloon was inflated well beyond its rated burst pressure and continued exertion against resistance resulted in the balloon material detaching from the catheter shaft into the pt. Co believes the above factors may have contributed to this event. However, without evaluating the device, we are unable to determine the exact cause for this event. Directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."